Event description:
It was reported the insulin pump was dropped on flagstone. Customer stated the device now had a long constant tone and the act button was not responding. Customer removed the battery and display turned blank. The drive support cap was not reported damage. No crack on the display. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
All buttons function properly. The insulin pump was monitored for several days. No constant tone alarms noted. No display anomaly noted. However moisture damage was noted on keypad traces. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No cracked display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.